Manufacturer narrative:
(B)(4): the patient was hospitalized two and a half months ago. The patient was administered a flu shot and then experienced a severe case of the flu. While in the hospital, the patient also experienced a bladder infection and peritonitis. Pd therapies were ongoing.

Event description:
This is a report of peritonitis caused by a breach in aseptic technique. The patient was hospitalized for a bladder infection and was treated with vancomycin intravenously (IV) (dose and frequency not reported). The patient was later diagnosed with peritonitis due to a breach in aseptic technique described as poor technique. The patient continued the treatment with vancomycin and also started tobramycin (dose, frequency and route not reported) for the peritonitis. The patient recovered from the events.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.